Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was 414 mg/dl with large ketones. The patient reportedly sought medical treatment at a doctor¿s office and received insulin via injection and resumed pump therapy with a replacement pump. It was reported that the basal delivery totals in the total daily dose history did not match active the basal program total with no known cause for variation; it was reported the basal history matched the active basal program. It was reported that the healthcare provider did not change the pump¿s delivery settings recently. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: the black box shows unexplained loss of prime on (B)(6) 2017 12:26 followed by a 0.00u basal program beginning programmed on (B)(6) 2017 at 12:51 until (B)(6) 2017 at 09:51. The pump history shows deliveries interrupted from (B)(6) 2017 at 21:39 until 21:48 due to routine cartridge change. The pump was exercised for 24 hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).